Event description:
In 2007, the patient was undergoing an endovascular stent placement. The patient had very calcified vessels. The main body stent graft and suprarenal stent was deployed. They were attempting to cannulate and ruptured the left common iliac artery (it was very tortuous and diseased). The patient decompensated-had no bp immediately, so the patient was opened up, and it was then realized the common iliac was ruptured. The physician clamped with hands and stopped the bleeding. They stabilized the patient and finished deploying the main body stent graft. Recaptured the top cap and withdrew the main body delivery system. They then converted the patient to an aorto-uni iliac graft and put in a leg extension, everything was ballooned and smoothed out. They did a final run and everything looked good. A fem-fem bypass was then completed.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy. This type of event is indicated as a potential adverse event in our instructions for use booklet.